Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following info: the pt called lfs and alleged that their meter would not display the apply sample symbol after inserting the test strip therefore they were unable to test. They reported that after inserting the test strip. The code number would appear and remain on the display. The pt stated that on the day of the event, they attempted to test but were unable to because of the issue. They experienced symptoms of tingling and pain in their extremities. The pt did not take any insulin because they did not know what the result was. They went to the hosp and while there their blood sugar read 400 mg/dl. They were treated with insulin and released when their blood sugar level was stable. The pt did not have a battery in the meter at the time of the call; therefore they were unable to troubleshoot. Based on the info provided, they could not confirm if there was a meter malfunction, however, it does appear that the issue, whether user error or malfunction, contributed to a serious injury. A replacement meter is being sent to the pt.